Event description:
The ge oec 9800 fluoroscopy system had a damaged power cord that had exposed wires, discovered prior to plugging the system into an outlet.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a damaged power cord that was repaired. While on site, the wig/wag brake was also found in need of replacement which was also performed. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.